Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 419378 lead implanted on (B)(6) 2006 and 407652 lead implanted on (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed endocarditis. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The crt-d system was later replaced. No further patient complications have been reported as a result of this event.